Event description:
It was reported that pump experienced malfunction alarm with no notable events before issue and customer did not share whether blood glucose exceeded safe range. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and caller acknowledged and understood instructions.